Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had delivery anomaly. Customer stated that the insulin pump will suspend even if she is not suspending the insulin pump and delivering bolus when she is not giving herself bolus. Customer checked her meter and her blood glucose was over 600 mg/dl and bolused but her blood glucose was in high 60's mg/dl and treated with 4 ounces of soda. Troubleshooting was done. Customer declined to continue troubleshooting and requested insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.